Event description:
It was reported that (1) atw35 was used during a laparoscopic oopherectomy procedure. It was reported by the affiliate that the device would not fire. There was no consequence to pt.